Manufacturer narrative:
The product was returned to the device MFR on 3/14/97. Investigation of the guide wire confirmed that it had fractured approx. 72.5 inches from the proximal end, and the annulus of the advancer was damaged. No determination can be made as to how the product became damaged. This is considered to be an isolated event.